Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries [injury]. Copper depletion [blood copper decreased]. Excess zinc [blood zinc increased]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip, as intended, after she became denture dependent beginning in 1974 to in or about 2009 and reported the following: profound and permanent neurological injuries, profound and permanent injuries which have left her unable to perform her normal, customary and daily activities, copper depletion beginning in 2009, excess zinc beginning in 2009. She has received unspecified medical care and treatment and requires constant care and assistance. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture dependent. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.